Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose. Customer's blood glucose level was 441 mg/dl. Nurse advised the patient suffered a broken femur and was on pain medication. Nurse advised the battery went out and they did not hear it. Nurse advised the insulin pump lost power as a result of the low battery alert. Nurse was assisted in delivering a bolus for the high blood glucose.